Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose below 20 mg/dl at the time of the incident. The customer was at 143 mg/dl at the time of the call. The customer was treated in the hospital but the paramedics gave the customer an injection to elevate their blood glucose level. The customer was wearing the insulin pump during the incident. The customer was treated and sent home. The customer experienced a hypoglycemic event. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.